Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went onsite and reconfigured the vision side cart connection with the iesu and external generator and this resolved the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe generator was faulting with a c-30 error. The customer tried swapping the energy cord prior to calling and the error was still presented when the surgeon requested monopolar energy activation. The customer power cycled the erbe generator with no change. The technical support engineer (tse) had the customer power off the erbe generator by pulling the power cable and then reconnecting it, but the issue persisted. Isi followed up with the initial reporter and obtained the following additional information: the procedure performed was radical prostatectomy case. At the time of the issue, a synchroseal instrument was used to complete the surgical task. An external generator was brought in and monopolar energy activation was performed after reconfiguration. The procedure was continued with no reported injury.